Event description:
Information was received from a consumer regarding a patient with an implantable pump containing Morphine (unknown) (0.25mg/day) for non-malignant pain. It was reported that since the patient's pump was implanted they can hear a noise in their head like a "machine-type of noise no one else hears it, every once in a while it will change frequency, it will go up a little"; "like a generator running". Patient mentioned "it's driving me insane"; "last night there was a beep from the machine then a few minutes later the machine vibrated". Pt added they also had this "incredible headache when the noise gets really bad, I get very sick and throwing up, diarrhea, very unpleasant". Patient tried reaching out to their surgeon and to the pain management doctor but they're not getting any response. Patient mentioned they do not have an external device. When asked about the medication; patient confirmed medication and stated "it only gives .25 mg in a 24 hour period just about to sustain the machine from drying up". Patient mentioned they were supposed to have a follow-up with the doctor on the (b)(6)rd but the clinic was closed due to the holiday; patient added that the doctor keeps changing the date now they have (b)(6) Agent reviewed healthcare provider, manufacturer representative, and Patient and Technical Ser vices (PATS) roles to the patient. Agent offered to send email to manufacturing representative for further assistance. Additional information was received from a healthcare provider via company representative stating that the patient had showed up to the physicians office with a CSF (cerebrospinal fluid) headache and referred back to physician for a blood patch. Has been present since implant. Additional information was received from a healthcare provider via company representative stating that regarding the noise that the patient heard when the pump was interrogated the logs came back clean per healthcare provider. Additionally, it was determined that all of patient's symptoms correlated with the Cerebrospinal fluid leak. The physician stated that regarding the specific noise and the vibrations the patient experienced was unfounded. The patient was referred back to their healthcare provider regarding the leak.

Manufacturer narrative:
Continuation of D10: Product ID 8780 Lot# Serial# (b)(6) Implanted: (b)(6) 2026; Product Type: CATHETER. Section D information references the main component of the system. Other relevant device(s) are: Product Id: 8780, Serial/Lot #: (b)(6), UBD: 22-SEP-2027, UDI#:(b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.